Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, there were air bubbles in the cartridge tubing and infusion set tubing. Blood glucose was in the 400's (mg/dl). Reportedly, customer reverted to manual injections.